Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 4" (10 cm) smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luer was found to have pulled apart during patient use. The reporter stated that the trifuse tentacle that the line was connected to, was the red backflow port, while repositioning the patient, the tacro line connected to the trifuse was pulled taut and pulled the cap off the trifuse port. The entire cap came off of the trifuse. It was confirmed with the bedside nurse that unfortunately the tubing from the event was discarded and the lot number was unknown. The status of the product at the time of the event was during/after use. The occurrence and the affected quantity are one. The complaint category is damaged/broken. The sample is not available for evaluation. The customer is not requesting an rga. There was patient involvement and no adverse event or patient injury.